Manufacturer narrative:
This is a report for a similar device that is not marketed in the us. Suspect medical device - similar device brand name = pipeline flex w/shield technology model # = ped2-475-16 the pipeline flex with shield technology device was not returned for analysis; therefore, no definitive conclusion can be drawn regarding the clinical observation. However, the device is pending return. Upon receipt of the device a supplemental report will be filed. Related mdrs for this event: 2029214-2018-00925 2029214-2018-00926 2029214-2018-00927.

Event description:
Medtronic received information that this pipeline flex with shield device did not open during a procedure. The device was failing to open at the distal end despite multiple attempts by the physician. The patient was undergoing flow diversion of a small unruptured saccular aneurysm located in right internal carotid artery, measuring 8mmx4mm, landing zone distal 3.9mm, proximal 4mm. The vessel was observed moderately tortuous. The pipeline and any accessory devices were prepared as indicated in the IFU. There were no reports of patient injury in association with this event. The pipeline re-sheathed and removed with the microcatheter. The patient was ultimately treated and went home well.

Manufacturer narrative:
Additional information, device evaluation the pipeline flex within shield (ped2-475-16) was returned for evaluation. As received, the device was within the microcatheter and was pushed from the catheter without issues. The distal and proximal ends of the pipeline flex with shield braid were fully open and moderately frayed. No other anomalies were observed. Based on the customer's photos, the customer report of "failure to open at the distal end" was confirmed. However, based on the returned product, the cause of the event could not be determined. It is possible that the patient's vessel tortuosity and damage to the braid contributed to the reported incident. Per our instructions for use (IFU): "do not use in patients in whom the angiography demonstrates the anatomy is not appropriate for endovascular treatment, due to conditions such as severe intracranial vessel tortuosity or stenosis.¿ the review of lot history records shows that the finished devices have met all manufacturing requirements and specifications during final assembly and quality inspection. All products are 100% inspected for damage and irregularities during manufacture. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.